Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve gastrectomy. While being applied to the stomach, there was poor staple formation due to a posterior serosa tear. The staple line was formed incompletely at the distal end and there were leaks. The staple line was oversewn to fix the issue and there will be an additional operation performed to correct the leaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.